Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels of 300 (mg/dl) since beginning the pump. Customer stated the reason for the elevated bg levels was unknown. Manual injections were used to address elevated bg levels. A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider.